Manufacturer narrative:
Additional concomitant medical products: ddbc3d1 ICD, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted due to a fractured right atrial (ra) lead. T he lead was revised and replaced. No patient complications have been reported as a result of this event.